Event description:
It was reported that this right atrial (ra) lead exhibited noise and a low out of range pace impedance measurement less than 200 ohms which triggered a lead safety switch (lss). It was noted that the patient came into the clinic and the threshold and impedance measurements were within normal specification limits. Boston scientific technical services (ts) provided guidance to the boston scientific representative (rep) to consider programming the ra lead to a bipolar sensing and unipolar pacing configuration if there is not pocket stimulation. The lead remains in-service. It was noted that there were no patient symptoms.